Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. There was no device malfunction as the root cause of the reported no image issue, was due to the user - the sdi cable was not connected/installed to the monitor. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone, the biomedical technician at the user facility inspected the cabling from the monitor to the 3d visualization unit and found that the sdi (serial digital interface) cable from the monitor was not connected. The sdi cable was then attached properly to the monitor sd1 output port on the 3d visualization unit and then powered on the system and was able to get a 3d image to display. The biomedical technician confirmed that the system is functioning correctly. No device was returned to olympus for evaluation, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility reported that during preparation for use, the end user had an image displayed on the monitor but was called up as the image was lost. There was no patient involvement reported.